Event description:
Invalid result(s): customer purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kit was purchased at cvs. Picture provided.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov5038004 were reviewed and no issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. Retention samples from lot cov5038004 were tested, meeting qc and alignment requirements. Based on the retention sample test results, the reported failure mode was not replicated the following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Customer purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kit was purchased at cvs. Picture provided.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.